Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (event site email), e2, e3, g1 (contact person - mfg site), g3, g6, h2, h3, h6 (health effect - clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields: d4 (UDI), h6 (health effect ¿ impact codes). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked the machine for an alarm internal communication failure. When the customer turned off the machine, it was found that the symptom did not occur again. Initially, checking the log found that during that time there would be fault log ID 115 (kernal api error, address space tts), compared to the manual, it was found to be related to the software, so the software d.01 was re-installed and tested the machine's operation to check. Check the operation and checked the symptoms after the customer test run the machine. It was found that the alarm error did not occur again.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an internal communication alarm. There was no patient harm reported.